Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the oxygen blender manifold was found to be physically damaged. The oxygen blender manifold assembly was replaced to address the issue.